Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported failure of "low power" was confirmed. During the pre-repair diagnostic assessment, the device was found to have a low rpm. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6), stating that the device had low power. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.